Event description:
Related manufacturer report number: 2017865-2023-20511. The patient presented in-clinic due to episodes of inappropriate shock. Upon investigation, the device was found to have migrated due to twiddler's syndrome which resulted in the right ventricular (rv) lead to become dislodged. A revision procedure was performed, and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.